Event description:
(B)(4). Around (B)(6) 2009, I began to extremely heavy and painful monthly cycles. Over the course of time, my cycles became worse and also started to become irregular,causing me to miss or sometimes level work. Sexual intercourse also became painful for me.